Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported air bubbles in the infusion line during combined (phacoemulsification and vitrectomy) procedures. Additionally, there was no intraocular pressure compensation and some patients experienced hypotony. This is one of two medical device reports being filed for this facility.